Event description:
It was alleged in a letter from a law firm representing the pt involved that a unit used a view the placement of a stent failed, and allegedly due to that failure the pt suffered a myocardial infarction and allegedly suffered a second myocardial infarction in 2002. The hosp risk management dept was contacted and they have refused to release any info regarding the incident, including the type of equipment involved.